Event description:
It was reported that this inflatable penile prosthesis eroded through the patient's urethra. The device was explanted to allow time for the patient to heal. No further patient complications were reported.